Manufacturer narrative:
Investigation: control: 25miu/ml hcg urine control lot: hcg110105-01, 100miu/ml hcg urine control lot: hcg110307-01, 278.9iu/ml hcg urine control lot: hcg110124-01. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 25miu/ml hcg urine control at 3 min read time (n=4). The 100miu/ml hcg urine control yielded clearly positive results at 3 min read time (n=3). The 278.9iu/ml hcg urine control yielded clearly positive results at 3 min read time (n=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported three instances of potential false negative urine hcg results vs. Serum quantitative results. In the last week or so, the customer had three instances where they were getting negative test results on pt urine samples while the serum quantitative results were from 49 to 200,000miu/ml. The third instance occurred today ((B)(6) 2011) where the urine hcg result was negative and the serum quantitative value was 72,000miu/ml.